Manufacturer narrative:
Evaluation summary: indeterminable deposits were noted in the cusp and the free margins of all three leaflets. The deposits were heavy and swelled the tissue that led to stenosis. No inconsistencies detected in the x-ray as the wireform is intact. The valve was sent to research and development for further investigation. On (B)(4) 2012, research and development completed their report and the discussion and conclusion states: this valve was reportedly explanted after approximately 22.8 months due to aortic stenosis. All leaflets are significantly thickened and degenerated with a substantial increase in stiffness that most likely is the major contributor to the aortic stenosis observed in vivo. The x-ray imaging and the histology results provide no evidence of leaflet tissue calcification. The histology results suggest that the bioprosthetic leaflets appear to have undergone extensive non-calcific tissue degeneration. In edwards experience, it is rare for a bioprosthetic valve to develop extensive and uniform non-calcific degeneration within an implantation duration of approximately two years. Non-calcific bioprosthetic tissue degeneration is generally a chronic event that develops over a much longer period of time. The mechanism of non-calcific tissue degeneration is not fully understood. It is generally believed that operational mechanical stress and biological factors such as infiltration of inflammatory cells due to active or previous episodes of endocarditis or other immune reaction-related responses play important roles; with large variability observed among patients. The patient records were not available to edwards such that no survey of infectious episodes or other potential mediating factors could be performed. The histology indicates that there was no active infection at the time of explant. The reasons for the non-calcific degeneration of this valve remain unknown.

Event description:
Reportedly, a 19mm valve was explanted after an implant duration of 22.80 months due to aortic stenosis (as). The customer reported that a 19mm magna valve was implanted for aortic valve replacement (avr) to correct as on (B)(6) 2010. At implant, the native aortic valve was found to be bicuspid valve and severe calcification was observed. Before the implant surgery, ppg was 110mmhg and ava was 0.4. At the test before surgery, calcification was observed on part of mitral annulus and anterior cusp; however, there was no restriction of movement. After discharge, patient was monitored by another hospital. On (B)(6) 2011, the patient was admitted for heart failure. Test was performed and it was diagnosed as as. On (B)(6) 2011, transesophageal echocardiography (tee) results were as follows: eoa - 0.65, flow rate - 5.0m/sec, lv-ao pressure gradient - 98mmhg(peak), 65mmhg(mean). On (B)(6) 2011, the valve was explanted and replaced with a 19mm valve. The customer reported that pannus and thrombus were suspected as a cause of the aortic stenosis; however, when the customer observed the explanted valve, severe calcification was observed on all three leaflets and they were very hard. Calcification was also observed on the mitral annulus and anterior cusp; however, movement of the mitral cusps were not restricted. The customer commented that it was unknown whether this explant was device related and this explant due to structural valve deterioration (svd) under two years was too early. Customer commented that it was difficult to think of a cause from blood test data or patient age. Customer commented that the size of the valve might have been too small for this patient. (B)(4).

Manufacturer narrative:
Device evaluation anticipated but not yet begun. Device evaluation anticipated but not yet begun. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Echo report was requested but not provided. The sales rep learned that there were no factors that contributed to early deterioration of the bioprosthesis such as renal failure, dialysis, defective calcium metabolism, or infective endocarditis with this patient. Leaflet(s) and stent of the explanted valve were pinched by a (B)(4) at explant.